Event description:
It was reported that intermittent atrial under-sensing was noted on the atrial channel. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: a2dr01 ipg was implanted on (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.